Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. Unit received with the lock having both rotational and lateral movement; in addition to residue buildup. New components was added to replace worn internal parts. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a1108 mayfield triad skull clamp for service and repair because the lock has both rotational and lateral movement.